Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was delivered through the left subclavian artery. At 80% deployment, the valve depth was 2 millimeter (mm) on the non-coronary cusp and 4 mm on the left coronary cusp. Upon full deployment, the valve dislodged up above the non-coronary cusp annulus and embolized into the sinus of valsalva. A snare from the left femoral artery was attempted up the descending aorta, however was unable to get around the arch. The snare was removed, and a non-medtronic guidewire was utilized to gain access around the ascending aorta arch. The valve was snared and pulled into the ascending aorta and held in place. A second this transcatheter bioprosthetic valve was implanted. It was reported that the 14fr in-line sheath was used and the minimum access vessel diameter was 5.5 mm on the lsa and 4.0 mm on the left peripheral vessels. No additional adverse patient effects were reported.